Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that about 6 months ago the system stopped aspirating during a case with a demo system. The procedure was completed after replacing the hand piece and the cassette with no patient harm. Additional information and product sample were requested; however, the customer informed that no further information is available.